Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concommitant medical product: dvbb1d1 defibrillator and 6944-65 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the straps on the ventricular assist device (vad) patient pack were worn and were not able to hold the patient's equipment properly. The patient pack was exchanged for a ventricular assist device (vad) shoulder pack. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient pack (lot# 1384679) was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving worn straps on the patient pack can be attributed, but not limited, to normal wear over time and/or to the handling of the pack. If information is provided in the future, a supplemental report will be issued.